Event description:
Event description guidant received information that during the follow-up visit, this pacemaker was pacing at the maximum sensor rate (msr) of 120ppm. A magent was placed over the device, which exhibited a rate of 100ppm; however, when the magnet was removed the device began to pace at the msr. It was noted that the patient suffered a stroke in september 2005, and the physician suspects the device has been pacing at the msr since that time. This device is included in the hermetic sealing component advisory population.